Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 120 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.